Manufacturer narrative:
Analysis synthesis: - no conclusion could be drawn as the subject orchestra plus link was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the led remains red when the orchestra plus link is plugged, whatever usb port it is connected to.

Event description:
Reportedly, the led remains red when the orchestra plus link is plugged, whatever usb port it is connected to.